Event description:
It was reported that during the implant of this lead after extending the helix the pace impedance measurements were high and out of range. After attempting to reposition the lead the values were still abnormal. The lead was thus not used and a new lead was used successfully. No adverse patient effects were reported. Should the lead be returned this investigation will be updated with the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection retracted and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this lead after extending the helix the pace impedance measurements were high and out of range. After attempting to reposition the lead the values were still abnormal. The lead was thus not used and a new lead was used successfully. No adverse patient effects were reported. This lead was returned for analysis.